Event description:
(B)(6) / I put a new pair of acuvue oasys contact lenses into my eyes on sunday (B)(6). I started feeling discomfort in my left eye on monday (B)(6) at which time I immediately removed the lenses. On tuesday (B)(6) the condition of the eye was worse so I saw an ophthalmologist who said I had a serious infection and sent me to the eyecare emergency room where I was diagnosed with having a corneal infection (ulcer / abscess). I was immediately put on antibiotic drops taken every hour around the clock. Cultures were taken which identified the pathogen as pseudonymous. This identification was confirmed by a laboratory analysis of the contact lenses that I had been wearing. I have since been under treatment with multiple trips to the emergency room one of which resulted in a 3 day stay in the hospital. Full medical records of my treatment are available at (B)(6) medical center in (B)(6). The situation now seems to be under control but I am left with a permanent scar in my cornea which impacts my vision. The lenses that caused the issue were the last set in a box of 6 so I discarded the box with the lot number when I put the lenses in my eye on (B)(6). As a result, I cannot provide the exact lot number or date of manufacture. I do have other boxes of lenses that I bought at the same time so I do know the manufacturer and place of manufacture. I am an american citizen living in israel and johnson and johnson is an american company so I am reporting this to the FDA. The product was purchased earlier this year from a local eyewear store (B)(6) in (B)(6) israel.